Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: no. H1: device return to manuf .? No. H1: device eval by manufacturer? No. H6: investigation summary: the actual sample was not sent for investigation, however the investigation conclusion is the same by evaluating the photo that was sent.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shields failed to cover needles. This occurred on 2 separate occasions, however, the patient/user impact was not reported. The following information was provided by the initial reporter, translated from dutch to english: unfortunately, again 2 needles have not gone into the protective cover properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shields failed to cover needles. This occurred on 2 separate occasions, however, the patient/user impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: unfortunately, again 2 needles have not gone into the protective cover properly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-02-25. H6: investigation summary: bd received 2 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for IV slant needles with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for slanted needle with the incident lot was observed. The most likely root cause of the slanted needles would have been bent needles received from the supplier, which caused a jam on the manufacturing line when loading the IV shield. This machine jam would have led to the further bending of the needle. Bd sumter is currently working with the cannula supplier in regard to cannula quality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shields failed to cover needles. This occurred on 2 separate occasions, however, the patient/user impact was not reported. The following information was provided by the initial reporter, translated from dutch to english: unfortunately, again 2 needles have not gone into the protective cover properly.